Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The physician was treating a 90% stenosed lesion located in the moderately tortuous and severely calcified, 2.75mm in diameter, left circumflex (lcx) artery. This 2.5x15mm quantum maverick balloon catheter was advanced with force to the lesion to pre-dilate. The balloon ruptured on the first inflation at 14atms after being inflated for 2 to 3 seconds. The device was removed from the patient intact. The procedure was completed with another manufacturers' balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).